Manufacturer narrative:
(B)(4). Customer returned an ECG adapter connected to a non-teleflex component for evaluation. Visual examination of the returned components did not reveal any defects or anomalies. Microscopic examination of the ECG adaptor revealed a crack in the plastic. No other defects were observed in the other returned components. The returned syringe was connected to the non-teleflex component that was connected to the ECG adaptor, and flushed with water. A leak was observed coming from the ECG adaptor. The ECG was removed and the distal end of the catheter was clamped, water was flushed through the catheter again to check for leaks in just the catheter. No leaking was observed from just the catheter. The syringe was then connected to only the ECG and flushed with water. Leaking was observed coming from the ECG adaptor where the crack was located. A DHR review was completed with no relevant findings. Instructions for use warns the user of alcohol and acetone can weaken the structure of polyurethane materials. It also warns the user to only securely tighten luer-lock connections, and not to overtighten. The customer compliant of a leak was confirmed through this investigation. A leak was observed coming from a crack within the ECG adaptor. A DHR review was completed with no relevant findings. Based on the sample received, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that the catheter was found leaking around the area where the blue box clamp was attached. The issue was detected during use. The catheter was replaced with a new one.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was found leaking around the area where the blue box clamp was attached. The issue was detected during use. The catheter was replaced with a new one.